Event description:
It was reported that an unspecified quantity of elastomeric devices showed deviations in the running rate. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: date of birth: the patient was born in 1957. D4: unique identifier (UDI) #: the UDI could not be provided as the catalogue; lot number and expiration date are unknown. E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.